Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, date of birth and weight not available for reporting it is unknown when plate broke and swelling began the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from device synthes europe reports an event in (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2018 due to a distal radius plate breakage and patient swelling. The original surgery occurred on (B)(6) 2017 via open reduction and internal fixation of a radius fracture. Post-operatively during a routine office visit on (B)(6) 2018, the surgeon noticed dislocation of the reduced fractures, however, decided to wait to assess healing. On (B)(6) 2018 the patient visited the hospital and presented with a swollen the wrist. X-rays taken on (B)(6) 2018 confirmed va lcp volar rim distal radius plate in question was broken. The surgeon commented the patient is highly active, so it might be difficult to heal the bone and the plate might have been broken due to much stress. For this case we have 2 complaints: (B)(4) covers the dislocation of the implant; (B)(4) covers the broken plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part: 04.115.851s; lot: l489645; manufacturing location: mezzovico; release to warehouse date: (B)(6) 2017; expiry date: july 01, 2027; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The radius plates core dossier design and clinical risk management (dcrm) document was reviewed. The complaint condition is adequately addressed by the risk document. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. The manufacturing investigation is disposed as confirmed due the fact that the part is broken, but it is considered not valid for manufacturing site because there is no evidence of issues manufacturing related. No manufacturing related issue was identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Covers dislocation of the reduced fracture; no dislocation of the implant was reported.

Event description:
Concomitant devices reported: 2.4mm ti va locking screw stardrive 18mm-sterile (part # 04.210.118s, lot # unknown, quantity 1), 2.4mm ti va locking screw stardrive 22mm-sterile (part # 04.210.122s, lot # unknown, quantity 1), cortscr ø2.7 self-tap l18 tan (part # 402.878s, lot # unknown, quantity 1), lockscr ø2.4 self-tap l18 tan (part # 412.818s, lot # unknown, quantity 3), lockscr ø2.4 self-tap l20 tan (part # 412.820s, lot # unknown, quantity 3), lockscr ø2.4 self-tap l22 tan (part # 412.822s, lot # unknown, quantity 2), lockscr ø2.4 self-tap l24 tan (part # 412.824s, lot # unknown, quantity 1); unknown locking screws (part # unknown, lot # unknown, quantity 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.